Manufacturer narrative:
Patient identifier: (B)(6). Initial reporter address 1: (B)(6).

Event description:
Eminent clinical study. It was reported that stent thrombosis occurred. The subject was enrolled in the eminent clinical trial on (B)(6) 2018. The target lesion was located in the right distal superficial femoral artery (sfa) involving the proximal popliteal artery (ppa) with 90% stenosis and was 60mm long with a 6mm proximal reference vessel diameter and a 6mm distal reference vessel diameter and was classified as tasc ii b lesion. Pre-dilation was performed and a 6x60mm and a 6x80 study stent were implanted. Following post dilation, residual stenosis was 5%. On (B)(6) 2018, the subject was discharged with aspirin and clopidogrel. On (B)(6) 2020, the subject was hospitalized. The diagnostic procedure performed revealed stent thrombosis. Revascularization was performed at the target vessel and the event was treated medically. On (B)(6) 2020, the event was considered to be recovered/resolved. On (B)(6) 2020, the subject was discharged. It was further reported that on (B)(6) 2020, the subject reported intermittent claudication symptoms on the right after walking a distance of 10 meters for approximately two weeks. Upon physical examination, peripheral pulses were found to be weakly palpable. Angiography was performed of the pelvis and led was performed which revealed stent thrombosis and occlusion of the stents of the right sfa. Paod (peripheral arterial occlusive disease) stage was iib on the right. To treat in-stent thrombosis of the stents of the right superficial femoral artery recanalization was performed using rotarex thrombectomy and percutaneous transluminal angioplasty (pta) with drug coated balloon. Due to still presence of residual thrombi, heparin was administered ptt-guided for 24 hours. Duplex sonography of leg arteries revealed strong flow in the stent of the distal sfa on the right. It was further reported that on (B)(6) 2020, additional core lab angiography revealed unknown inflow and outflow, and occlusive in-stent restenosis pattern was noted with the absence of aneurysm and presence of thrombus. 100% stenosis in the right distal sfa with reference vessel diameter of 6mm and lesion length of 90mm was treated with recanalization using thrombectomy and percutaneous transluminal angioplasty. Post treatment, 25% final stenosis was noted with the presence of thrombus, hence heparin infusion pump was recommended for 24 hours. Follow-up doppler ultrasound revealed good results, and appointment was scheduled for the next follow up on a later date. On (B)(6) 2020, the subject was discharged in a good general state with recommendation to continue aspirin.

Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported that stent thrombosis occurred. The subject was enrolled in the eminent clinical trial on (B)(6) 2018. The target lesion was located in the right distal superficial femoral artery (sfa) involving the proximal popliteal artery (ppa) with 90% stenosis and was 60mm long with a 6mm proximal reference vessel diameter and a 6mm distal reference vessel diameter and was classified as tasc ii b lesion. Pre-dilation was performed and a 6x60mm and a 6x80 study stent were implanted. Following post dilation, residual stenosis was 5%. On (B)(6) 2018, the subject was discharged with aspirin and clopidogrel. On (B)(6) 2020, the subject was hospitalized. The diagnostic procedure performed revealed stent thrombosis. Revascularization was performed at the target vessel and the event was treated medically. On (B)(6) 2020, the event was considered to be recovered/resolved. On (B)(6) 2020, the subject was discharged.

Manufacturer narrative:
Patient identifier: (B)(6). Initial reporter address 1: (B)(6).

Event description:
Eminent clinical study. It was reported that stent thrombosis occurred. The subject was enrolled in the eminent clinical trial on (B)(6) 2018. The target lesion was located in the right distal superficial femoral artery (sfa) involving the proximal popliteal artery (ppa) with 90% stenosis and was 60mm long with a 6mm proximal reference vessel diameter and a 6mm distal reference vessel diameter and was classified as tasc ii b lesion. Pre-dilation was performed and a 6x60mm and a 6x80 study stent were implanted. Following post dilation, residual stenosis was 5%. On (B)(6) 2018 2018, the subject was discharged with aspirin and clopidogrel. On (B)(6) 2020, the subject was hospitalized. The diagnostic procedure performed revealed stent thrombosis. Revascularization was performed at the target vessel and the event was treated medically. On (B)(6) 2020, the event was considered to be recovered/resolved. On (B)(6) 2020, the subject was discharged. It was further reported that on (B)(6) 2020, the subject reported intermittent claudication symptoms on the right after walking a distance of 10 meters for approximately two weeks. Upon physical examination, peripheral pulses were found to be weakly palpable. Angiography was performed of the pelvis and led was performed which revealed stent thrombosis and occlusion of the stents of the right sfa. Paod (peripheral arterial occlusive disease) stage was iib on the right. To treat in-stent thrombosis of the stents of the right superficial femoral artery recanalization was performed using rotarex thrombectomy and percutaneous transluminal angioplasty (pta) with drug coated balloon. Due to still presence of residual thrombi, heparin was administered ptt-guided for 24 hours. Duplex sonography of leg arteries revealed strong flow in the stent of the distal sfa on the right.